Event description:
A report was received that the patient had difficulty charging. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that malfunction was suspected with the ipg. There will be no further course of action at this time regarding the ipg replacement. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.